Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had high out of range hv lead impedance. The patients condition was good.

Manufacturer narrative:
No conclusion code available. The reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was noted to be the cause of the reported high hv lead impedance.

Event description:
Additional information received indicated that the patient was doing well post procedure.

Event description:
Additional information received indicated that the device was explanted and replaced.